Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was not hospitalized for peritonitis. The cause of the peritonitis was unknown. It was further reported that the peritonitis might have been caused by the contamination of pd fluid; however, this information was not further specified. The patient was treated with vancomycin (2 gm, every five days, route not reported) and gentamycin (intraperitoneally, 20 mg per day) for peritonitis. At the time of this report, the patient was recovering from the event. The action taken with dianeal therapy was not reported. No additional information is available.